Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that they had air bubbles present in their infusion set tubing. During troubleshooting, customer stated there were not leaks in the reservoir and performed a fixed prime successfully. Issue was resolved with set change. Customer's blood glucose level was 500 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used infusion set and performed hand prime using a new lab reservoir and found occluded at p-cap connection section; unable to confirm customer received infusion set occluded due to customer returned opened and used.